Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed twiddler's syndrome which caused the right atrial and right ventricular leads dislodge. The leads could not be repositioned and were explanted and replaced. No additional information was available at this time.